Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer contacted product support and requested for service repair. The field service engineer (fse) replaced the touch screen to address the reported problem. The unit is now back in service.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.